Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen, dilaudid, fentanyl, and sennagen via an implantable pump for spinal pain. It was reported that the patient had been having trouble getting their bolus to work. The handset would connect to the pump to 90%, but then 'it just stays there. It's been taking a little longer for about a week but today is when today I had a lot of trouble.' The patient had been trying for an hour and a half to get a bolus and they finally got one shortly before calling. They were assisted in clearing data. They would monitor and call back for assistance as needed.